Event description:
The customer stated that the screen went blank after the insulin pump gave an error alarm. The reported blood glucose reading at the time of the call was 67 mg/dl, which the customer treated. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a full segment display and a blank display due to a broken solder joint of the keypad flex connector contact. The insulin pump gave an error alarm due to a leaky component on the motherboard. No physical damage to the battery carrier or battery compartment was noted.